Manufacturer narrative:
Occupation: manager, general rad/ultrasound. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for a paracentesis/thoracentesis. Immediately after the catheter was inserted, the operator confirmed leaking just above the mac-loc. The catheter was replaced with a similar product and no other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook received a complaint for a similar product experiencing the same failure mode in another complaint (reported under mw#1820334-2019-01101). The physical examination of the complaint captured in that report found that a leak was present between the connector cap and hub, but the device was confirmed to be measured within specification. A document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Also, in response to this incident, cook completed a review of the device history record (DHR). The DHR for the reported lot found no nonconformances on the reported lot or subassemblies, suggesting there is no evidence of nonconforming product from this lot in house. Two additional complaints from the field were found in a software search on the reported lot. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.